Event description:
The electrode migrated out of the cochlea. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. In addition, the recipient had facial paralysis and infections. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The concerned device was explanted but has not been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode migrated out of the cochlea.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. In addition, the recipient had episodes of facial paralysis and infections. The electrode additionally extruded through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The electrode migrated out of the cochlea. The user was re-implanted.

Event description:
The electrode migrated out of the cochlea. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Further a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. In addition, the recipient suffered from facial paralysis and infections. The electrode additionally extruded through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The concerned device was explanted but has not been received for investigation.